Event description:
Philips received a complaint by the customer on the v60, indicating that on initial inspection of device, the diagnostic report (drpta) displayed error code 110b proximal pressure sensor auto zero failed. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced solenoid valve to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.